Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: extension. Product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: extension. Other relevant device(s) are: product ID: 3708120, serial/lot #: (B)(4), ubd: 07-jun-2016, UDI#: (B)(4). Product ID: 3708120, serial/lot #: (B)(4), ubd: 30-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that ins reached normal eos. Battery completely discharged and the ins had been ¿dead¿ and unable to be used for two months. Replacement scheduled (B)(6) 2021. Previously patient had been using. Unable to connect to ins to check lead connections, impedances or programming. First extension came out of old battery as expected. However when tested showed one red x on connection check. Dr replaced extension and connection check showed all green. However second extension doctor was not able to easily remove from battery. Once extension removed from old ins connection check showed 6 red x. Dr replaced extension however new extension all showed 6 red x. Due to lack of length lead could not be tested without extension.